Event description:
A screw stripped during surgery. The screw was removed and replaced; no patient injury or complications. The case was completed uneventfully and the patient is doing well post operatively.